Event description:
It was initially reported in (B)(6) 2010 that the patient had an increase in baseline pain during a normal refill cycle. It occurred multiple times. The new pain was in the "mid back" area. The patient also had an ins implanted; the pain was responding to the therapies. The patient was at home and reported status to be fair. It was also reported that the hcp planned to perform a drug or concentration change procedure: they planned a reservoir rinse procedure. The hcp had informed the patient that he may go through withdrawal for "2 weeks" after drug was changed in the pump. At the time of this report, morphine was the "current" drug; hydromorphone was the "new" drug. It was later reported by the hcp that it was believed that the patient died on (B)(6) 2010 and they had no further information.

Manufacturer narrative:
(B)(4).